Manufacturer narrative:
Medwatch submitted on: 08/25/2015. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Explantation ¿ patients should be advised that implants are not considered lifetime devices and they will likely undergo implant removal, with or without replacement, over the course of their life. Patients should also be advised that the changes to their breast following explantation are irreversible.

Event description:
Patient reported right side removal due to "inflation" and implant malposition. Patient additionally reported that the implant increased in size "just slightly, it became hard in [the breast]." See MFR # 9617229-2015-00281 for the left side.